Event description:
On (B)(6) 2025, the patient presented with purulent discharge at the incision site. Treatment for the deep incisional infection included an explant of the neurostimulator and two depth leads. In addition, the patient received IV vancomycin and cefepime for approximately two weeks.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.